Event description:
On 12 july 2022, senseonics was made aware of an adverse event where user experienced discomfort and pain near insertion site that resulted in sensor removal.

Manufacturer narrative:
Paint, itching and irritation at insertion site are a known and anticipated potential adverse effect, which does not require additional investigation. The sensor was removed because of the symptoms. The user is doing fine now. No further resolution was found necessary for this complaint.